Manufacturer narrative:
The device was returned to the manufacturer for eval. The device was found to be out of calibration on the zero, 10 and 20 graft settings, and extremely corroded. Parts replaced included; the motor, bearings, neck, poppet assembly, width plates, seal and retaining ring. The device was repaired according to procedure and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was shredding the skin. There was no report of injury or adverse pt consequences associated with this incident.